Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
The customer states during periodic maintenance the unit alarms low leak co2 rebreathing risk alarm on screen. The customer verified exhalation port is not blocked and test set up is correct and using mechanical test lung. Air and o2 flow accuracy test passed but air inlet filter was extremely dirty at start of periodic maintenance. No patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The remote service engineer advised customer to replace the flow sensor assembly to correct the issue. The customer stated the problem was the menu for mask settings needed to be on whisper swivel. Customer was in the middle of periodic maintenance and had a test lung connected and the settings in the menu mask/port were other/other. The ventilator alarmed low leak co2 rebreathing risk. The customer performed troubleshooting by placing himself in the circuit and the alarm went away. Customer reconnected to the lung, and it came back because that setting wasn¿t on whisper swivel. The root cause was determined to be improper mask settings during testing.